Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Medicrea has not previously repaired/evaluated this electric dermatome. Initial qa inspection of the electric dermatome by medicrea revealed that the device failed the incoming testing. The device was out of calibration. The motor was defective and the reciprocating arm was worn. The thickness control shaft was bent and the air lever was the old version. Repair of the electric dermatome was performed by medicrea which included replacement of the motor, lever, thick control shaft, reciprocating arm, ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings and divers. Electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since there was numerous components which could cause the device to stop during surgery. The device also failed incoming inspection. The root cause of the device stopping cannot be specifically determined with the provided information since it is unknown which component made the device stop. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device does not work properly. It stopped during surgery. No adverse events were reported as a result of this malfunction.